Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan to report the one touch ultrasmart meter was giving inaccurate readings. On (B)(6) 2010 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On an unspecified date, the patient obtained the blood glucose reading of 140 mg/dl on the reported meter. The patient took humalog insulin based on this reading according to her sliding scale. Afterwards, the patient experienced the symptoms of "pulsing in her eyes", sweating, clamminess and a rapid heart rate. While symptomatic, the patient tested her blood glucose level again and obtained the reading of 140 mg/dl. The patient administered self-treatment with oral glucose, juice and candy. Fifteen minutes later, the patient obtained the reading of 140 mg/dl on the reported meter. Two hours later, she tested her blood glucose level to be 270 mg/dl. On (B)(6) 2010 at 2:30 am, the patient noted she took the incorrect insulin before bedtime, and took 100 units humalog insulin instead of lantus insulin. The patient panicked and her heart was racing, and she called emergency services. Paramedics arrived five minutes later, and tested the patient's blood glucose level to be "greater than 200 mg/dl" on their meter. At the same time, the patient obtained the reading of 248 mg/dl on the reported meter. The patient was treated intravenously with glucose and transported to the emergency room. The patient has performed control solution testing with passing results. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.